Event description:
A user facility reported to fresenius medical care canada that a combi set clotted during a patient¿s hemodialysis (hd) treatment which resulted in an unknown amount of blood loss. It was reported that air alarms went off approximately ten minutes into the treatment. A significant amount of foam was observed post-dialyzer and in the venous chamber. It was implied that the heparin cap on the combi set was loose, which allowed air to enter the circuit. The combi set clotted before the air could be cleared from the lines, and the patient ended up losing the entire circuit of blood. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported to fresenius medical care canada that a combi set clotted during a patient¿s hemodialysis (hd) treatment which resulted in an unknown amount of blood loss. It was reported that air alarms went off approximately ten minutes into the treatment. A significant amount of foam was observed post-dialyzer and in the venous chamber. It was implied that the heparin cap on the combi set was loose, which allowed air to enter the circuit. The combi set clotted before the air could be cleared from the lines, and the patient ended up losing the entire circuit of blood. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.